Manufacturer narrative:
The customer¿s report of ¿communication issues¿ was confirmed through testing. The log review found five channel disconnects in the event logs. Functional testing consisting of iui testing performed on the pcu and pump module found the devices operating out of specification. Once the right iui on the pump module (sn: (B)(4)) was replaced with a known good part and the left iui was replaced on the pcu (sn: (B)(4)), the system was once again functioning within specification. The three replaced iuis were marked with a date code of 03/2014 (march 2014), indicating the iuis are approximately 5.5 years old. The root cause of the customer¿s complaint was corrosion on the iui pins.

Event description:
It was reported that the nurse called biomed personnel to come up on the floor and check on the devices that showed "connection issues" while in patient use. The devices were removed from the patient, new devices was obtained, and was programmed on the patient. The involved units were taken to biomed department. There was no patient harm.